Event description:
(B)(4) study. It was reported that post a percutaneous coronary intervention procedure, the patient experienced cardiac arrest. (B)(6) 2013 the patient was referred for urgent cardiac catheterization. The 80% stenosed and 22mm long target lesion was located in the proximal left anterior descending artery extending to the 1st diagonal artery with a reference vessel diameter of 3.00mm. The target lesion was treated with pre-dilation and placement of a 3.00x28mm promus element plus stent, resulting in 0% residual stenosis following post dilation. The patient was discharged the next day on dual antiplatelet therapy. (B)(6) 2013, the patient developed cardiac arrest and was hospitalized. The patient underwent surgery and then subsequently underwent a blood transfusion. Placement of an inferior vena cava filter for a non-occlusive thrombus in the left leg and open reduction with internal fixation of rib fractures. The patient also experienced gastrointestinal bleeding and was treated with esophagogastroduodenoscopy (egd) injection and hemoclip placement. The physcian reported that the relationship to the cardiac arrest and the study stent are not related; 15 days later the patient was discharged. No further patient complications were reported.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that (B)(6) 2013 the patient¿s qualifying condition was unstable angina prior to the index procedure. The patient was found to have elevated biomarkers indicated. On (B)(6) 2013, the patient was found "unresponsive and pulseless" in the morning. The patient was hospitalized on the same day and shifted to emergency room. The patient was intubated and resuscitated.